Event description:
It was reported. That the pump touch screen was unreadable. Reportedly, the screen had missing/stuck pixels, which blocked graphics and text. Customer¿s blood glucose (bg) level was low. However, a specific value was not provided. Customer consumed carbohydrates to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.